Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. The cause of the high blood glucose reading was the infusion set and reservoir leakage. Customer had used 10 boxes of sets since april. Customer also had air bubbles issues. Reservoir and set will be returning for analysis.